Event description:
Surgeon reports lens was explanted due to pt's experience of a circular ring of bright light in her vision. A larger (6mm) silicone lens was implanted and the pt is reported to be improving.